Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display and reservoir windows, and a missing end cap sticker.

Event description:
Customer reported having to press the buttons on the insulin pump a few times to get a response. Customer also mentioned that her son vomited on the insulin pump. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the (B)(4).